Event description:
During arthroscopy procedure the tip of the small hemostat broke off into the soft tissue, clean break with no fragments . Tip removed under direct visualization of scope without incident or injury to the pt and procedure continued.